Event description:
It was reported that during a visit with the physician for a peripheral artery disease evaluation (pad), the patient stated that in 2010 they had a cardiac catherization and the vessel was closed using a starclose device. Since the cardiac catherization the patient has experienced persistent groin pain. The pain reportedly stated after the arteriotomy closure. The initial physician who performed the arteriotomy closure was not provided. A duplex ultrasound was performed and the results were negative. The patient evaluation was reported as ongoing; however, the pain does not seem to interfere with their daily living activities. Although requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received clarifying that the pain reportedly started after arteriotomy closure was performed in 2010 and has persisted. Multiple attempts have been made to obtain additional information; however, none has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. Based on the reported information, no product quality deficiency was identified. A specific cause for the reported persistent groin pain could not be determined. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.